Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 bubb det sensor, low level ii. The incident occurred in (B)(6). Through follow-up communication with the technician in charge, livanova (B)(4) learned that the reported failure could not be reproduced and no deviations could be identified upon visual inspection and functional verification. The device has been requested back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s3 bubb det sensor, low level ii error message during setup. There was no patient involvement.

Manufacturer narrative:
H.10: the reported issue could not be reproduced. Several tests have been carried out, and no deviation could be identified.

Event description:
See initial.